Event description:
A report was received that the patient had an infection and the skin at the implant site was tender. The physician prescribed the patient with antibiotics and the patient is reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device remains in patient. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory. This is the final report.